Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Review of the event history log (ehl) showed a cassette not properly attached alarm. Functional and visual tests were performed, and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion seal, bezel, and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.